Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Dso (downstream occlusion) sensor failed calibration. The dso was replaced during repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the exhibited "inoperable downstream occlusion sensor and did not alarm dso". No patient involvement reported.